Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a myomectomy of uterus procedure on (B)(6) 2019 and suture was used. The suture broke when it was used during the procedure. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/29/2020. Additional information: d10, h4, h6. A manufacturing record evaluation was performed for the finished device mhz935 batch number, and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis an empty opened foil and a needle-suture piece of product code sxpp1a405, lot mhz935. During the visual inspection of needle/suture piece, marks on the body needle that appears to be by use of surgical instruments was noted; also, the end was cut. In addition, body fluids and damaged barbs were found. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample.